Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had transmitted many false automatic mode switch (ams) episodes that were caused by competitive atrial pacing and far r-wave over-sensing. Programming changes were made. There were no consequences to the patient.